Event description:
The customer reported that the monitor was displaying a speaker malfunction error message. The customer stated that there was no audio sound. No adverse pt impact was reported.

Manufacturer narrative:
(B)(4). In an abundance of caution we will report audio loss even though a visual alarm warning is provided and product labeling states: warning: never pause an audible alarm or decrease the alarm volume if this could compromise pt safety. Do not rely exclusively on the audible alarm sys for pt monitoring. The most reliable method of pt monitoring requires correct operation of the monitor and close observation of the pt. Philips is in the process or obtaining add'l info regarding this incident and the complaint is still under investigation. A final report will be submitted once the investigation is completed.